Event description:
The patient's wife emailed animas stating that the patient ended up in the hospital with blood glucose complications. She stated that the patient had a small lunch, which he covered with an insulin bolus dose. She believes they counted the carbohydrate content correctly to cover the meal however the patient's blood glucose levels reportedly remained elevated. The email stated that in the evening at 8:30 pm the patient vomited once, but then felt better and did not think that he should go to the hospital. At 1 am he started vomiting and could tell that he was in bad shape and headed off to the emergency room, arriving at 2:30 am. He was reportedly treated at the emergency room with an IV for rehydration until a doctor arrived at 7:30 am with different instructions for faster hydration and an insulin drip. At that time they turned the patient's pump off. The patient responded to this treatment and his blood glucose levels started to decrease slowly. The patient was taken off the insulin drip at 2:30 pm and moved to a hospital room where he was given insulin by injection and by 5:30 pm the patient's blood glucose level was down to 330 mg/dl and he was able to eat. Animas has attempted to contact the patient and his wife but has been unsuccessful. Therefore the details leading up to the hospitalization and troubleshooting of the pump are not available. Since it is not known whether the pump may have contributed to the patient's injury this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.